Event description:
Date of occurrence is estimated. Medtronic 670g insulin pump used in conjunction with guardian g6 continuous glucose monitor. Overdosed insulin while low during night in auto mode. Micro boluses are shown as a pink dot on the pump graph and it's supposed to stop/reduce insulin when my sugar is low or projected to go low (below 60). It got stuck in a weird loop where I was crashing (in the 30s and 40s) and every time my blood glocuse finally got back up to 60, it started overdosing micro boluses, showing a solid line of pink dots on the graph. This happened several times before my husband took off my pump. I was not coherent enough to make my own decisions and he kept making me drink juice boxes until my sugar came up. If I had been alone that night or lived alone, I would have had a seizure, and possibly gone comatose or died before anyone noticed I was missing. Medtronic ended up giving me a new pump and took my old one back, but the phone rep took a lot of convincing as he did not seem to believe me. He asked to review the pump history, but there was a 2 week period of no memory in my pump, even though there should have been. Clearly a malfunction happened which also erased or disrupted the pump history/memory. All data which would have been recorded during that period was completely gone. I have since switched to the tslim pump because I no longer trust the medtronic 670g. People need to know about this error since it is life threatening, even if it is not common.